Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced difficulty charging the ipg due to fluid buildup and the ipg tilting within the pocket (related manufacturer reference number: (B)(4). Furthermore, it was reported that both leads had migrated; the migration was confirmed with x-ray imaging. As a result, the entire system was explanted via surgical intervention on (B)(6) 2025.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.